Event description:
Pump alarm 20 was reported during the pumping process. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy. Original cartridge lot number was unavailable.